Manufacturer narrative:
Concomitant medical products: product ID: 74001, lot# n367971, implanted: (B)(4) 2016, explanted: (B)(4) 2019, product type: adapter; product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1996, explanted: (B)(4) 2019, product type: extension; product ID: 3487a, lot# l40323, implanted: (B)(6) 1996, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins) it was reported that patient had scs placed for arm pain in 1996. Patient currently felt tingling in legs and after reprogramming continued to feel stim in her legs so the patient and her hcp agreed upon explant. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved. Hcp had no further information. The explanted devices were discarded by the customer. Patient's weight was asked but unknown. No further complications were reported/anticipated.